Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a broken cable pin in the connector. After replacing the therapy connector assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device displayed an inappropriate "therapy leads off" alarm. There was no pt use associated with the reported event.